Event description:
It was reported that the customer was hospitalized with high blood glucose levels of 500 mg/dl. The customer stated that prior to the event, he had woken up with blood glucose levels of 400 mg/dl, eaten breakfast, and started walking, where he began to have muscle aches and chest pain, which in turn resulted in someone calling in emergency medical services. The customer then stated that he used an mmt-399 infusion set and that his last infusion set change was the day before the event. The customer also stated that following the hospitalization, he removed the infusion set and found a bent cannula. Programming is correct and troubleshooting was done. The insulin pump passed the fixed prime but the high pressure test was not done because the presence of no delivery alarms demonstrated the insulin pump was already sensitive to back pressure. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.